Manufacturer narrative:
(B)(6).

Event description:
While supported by the tah-t for 28 days, the patient experienced the following adverse events as defined by intermacs: at 2 days post implant - renal dysfunction; 2 days post implant - device malfunction and/or pump thrombosis; 3 days post implant - arterial non-cns thromboembolism; 3 days post implant - neurological dysfunction - cva/location: bilateral: frontal, cerebellar, right hemisphere: temporal/severity: coma; 7 days post implant - neurological dysfunction - cva/location: other/severity: altered mental status; 9 days post implant - bleeding; 9 days post implant - pericardial drainage; 9 days post implant - respiratory failure; 15 days post implant - hepatic dysfunction; 20 days post implant - other sae; 21 days post implant - bleeding; 22 days post implant - other sae.

Manufacturer narrative:
Investigation summary: with a review of the available information, there is no evidence of a device malfunction or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patients pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulants, antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment, not diagnosis. The syncardia 70cc temporary total artificial heart (tah-t) is an implantable pulsatile biventricular replacement device that replaces a patient's native ventricles and valves and pumps blood to both the pulmonary and systemic circulation systems. The syncardia 70cc tah-t is indicated for use as a bridge to transplantation in cardiac transplant-eligible candidates at risk of imminent death from biventricular failure. The syncardia tah-t system is intended for use inside and outside the hospital. This event was assessed and is being reported as part of a retrospective review of events in response to an update to the MDR complaint sources. If new or additional information is received in the future, syncardia will file a follow-up MDR. (B)(4).

Event description:
A retrospective review of intermacs de-identified data collected between (B)(6) 2015 and (B)(6) 2017 revealed that a patient expired with a cause of death listed as multisystem organ failure (msof). The intermacs data listed that the tah-t functioned normally. The intermacs data listed that the tah-t was not explanted.